Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on an unspecified date due to gastrointestinal (gi) bleeding. The patient reportedly had anemia, but no other signs of active bleeding. The patient underwent upper and lower endoscopies through which no bleeding was found. A capsule study on (B)(6) 2016 demonstrated active bleeding in the jejunum. A push enteroscopy was performed on (B)(6) 2016 once the patient's inr trended down from discontinuation of warfarin. The enteroscopy revealed active bleeding in the midjejunum, which was then treated with argon plasma coagulation (apc). The gi bleeding resolved and the patient was discharged on (B)(6) 2016.